Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, attempted to resolve the issue by inspecting and cleaning various components of the pump, but was unable to successfully load a new cartridge. Following escalation and approval, the customer was informed they would receive a replacement pump with updated software. Instructions were provided for returning the malfunctioning pump, including placing it into storage mode and using a return box with a pre-paid label. The customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives and was advised on setting up the new pump, including programming settings and connecting the cgm.